Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient did not experience any recent trauma and no complications occurred during the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04630. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2019 during which one lead was re-positioned. As it is unknown which lead device migrated, both lead devices were reported. Therapy reportedly established post-surgery. Currently only information available at this time.